Event description:
It was reported a spectrum pump alarmed door not fully latched constantly. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm, caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.